Event description:
It was reported that a malfunction occurred after the customer walked through a metal detector while wearing a pump, and they also expressed concern over refilling and reusing cartridges due to supply issues. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer decided to resume insulin therapy independently and was advised to call back if any malfunction code recurred.